Event description:
The surgeon implanted a silicone lens model aa4204vf and was removed without patient injury. After the lens was implanted, the md felt the lens was defective upon receipt. The md decided to use another type of lens. The model and lot numbers of the cartridge and injector are unknown.